Event description:
This event was reported as an isolated circular perforation of one leaflet, periaortic valvular leak, and aortic insufficiency; no further info was provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed one circular disruption (~3 mm) in the belly of the right-coronary cusp, one v-shaped disrution (~1mm) in the free margin of the noncoronary cusp and two circular disruptions (~3 mm and ~ 5mm) in the left-coronary cusp which aligned with the suture tails on the sewing ring when the leaflets were flexed open. These disruptions resulted in incomplete coaptation. Minimal host tissue overgrowth was noted on the sewing ring. Stent distortion was also noted. The primary cause for dysfunction of this valve was determined to be due to leaflet disruption due to suture abrasion. H6: x-ray.